Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 05140be00. The tracking and trending report review determined that there are no related trends identified. Sensitivity testing was performed with a retained kit of lot 04611be00 and a positive control. All results met specifications and no false non-reactive results were obtained. Three samples were returned for evaluation and were tested with two retained kits of lots 04611be00 and 05140be00, recomline treponema igm, recomline treponema igg and innolia syphilis score. P00032002511920 generated 0.51 s/co (04611be00); 0.97 s/co (05140be00); recomline treponema igm, recomline treponema igg and innolia syphilis score = negative for all, no bands present - conclusion this sample is negative for syphilis antibodies. Sid (B)(6) generated 1.01 s/co (04611be00); 0.39 s/co (05140be00), retesting in duplicate for the 1.01 result could not be performed due to insufficient sample volume; recomline treponema igm, recomline treponema igg and innolia syphilis score conclusion: although the final interpretation is negative for all, no bands present-conclusion this sample is negative for syphilis antibodies. P00022002841820 generated 0.80 s/co (04611be00); 1.42 s/co (05140be00), retesting in duplicate for the 1.42 result could not be performed due to insufficient sample volume; recomline treponema igm, recomline treponema igg and innolia syphilis score: although the final interpretation is negative for all, no bands present-conclusion this sample is negative for syphilis antibodies. The sample showed a reactivity for tpn47 (+/-) with the innolia syphilis score assay. Inconsistent results were obtained at abbott and at the customer for this sample. The three immunoblot assays were performed on this sample, and all resulted negative; indicating the lack of antibodies to syphilis in the sample. However, the previously known history of positivity, and the (+/-) reactivity for tpn47 makes interpretation of results difficult. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinitys syphilis reagent, lot 05140be00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= p00032002511920. This report is being filed on an international product, list number 6pt09 hat has a similar product distributed in the us, list number 8d06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity s syphilis results on one patient. The results provided were: 06feb2020 sid p00032002511920 syphilis result= 0.85,0.83,0.85 s/co (</1.00s/co = nonreactive)/repeated =0.65 s/co, tmpa igg=3.725 and tmpa igm=0.260. There was no reported impact to patient management.